Event description:
It was reported via a remote transmission that the patient's pacemaker was in backup vvi. Upon being presented in clinic for a reset, the pacemaker was unable to be interrogated using multiple programmers, wands, and location. There was also no magnet response. It was also noted that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of inability to interrogate, premature battery depletion, and backup mode were confirmed. As received, the device output and telemetry communication were not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.